Event description:
On (B)(6) 2026, the patient underwent an endovascular procedure to treat an abdominal aortic aneurysm (aaa) utilizing gore® excluder® aaa endoprosthesis (rlt261412). It was reported that the rlt261412 was deployed to the contralateral gate (first stage of deployment), then the device was constrained and moved proximally without rotation. The physician then moved to the second stage of deployment (removing the constraining mechanism), pulled back on the red safety lock, twisted and removed the transparent knob about 2 inches, and noticed resistance. Reportedly, at this point the metal lock pin wire looked kinked near the handle where the knob was being pulled out. The physician paused, looked at the angiogram, and observed the leading olive was making a downward turn and facing down the graft. The top of the device did not appear to be re-constraining at this point. The physician then relaxed on the catheter handle, releasing the tension from pulling the knob, which caused the lock pin wire and olive to straighten out, and the transparent knob was able to be removed without issue. The remainder of the deployment steps were completed without issue. This event resulted in the rlt261412 moving distally about 10mm during deployment, which led to a type 1a endoleak, requiring an aortic extender for proximal seal. The patient tolerated the procedure.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code d15 - there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. Gore product evaluation: the device evaluation showed the following: o engineering examined the returned components and observed that the endoprosthesis was deployed. O engineering examined the olive on the delivery catheter and observed no damage at or around the lock pin hole. O engineering examined the lock pin under magnification and noticed clean cuts with no burrs or rough edges, though a bend in the lock pin at the handle was identified. No damage along the exterior of the lock pin was identified. Based on the findings from this evaluation, the physician¿s observation of resistance during the second stage of deployment could not be confirmed. The likely cause of resistance removing the constraining mechanism cannot be determined with the available information. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.